Event description:
It was reported that during navigation, the envisio system was not consistently displaying navigation to the targeted clip. After the case was concluded, the grounding pad was found to be overlapping the patient pad. When the grounding pad was removed, a blister was found on the patient beneath where the grounding pad was placed.

Manufacturer narrative:
In a review of the clinical case, the presence of the grounding pad above the envisio patient pad was confirmed. Testing confirmed that a grounding pad positioned above the patient pad may result in compromised navigation. It was also confirmed that depending on the location above the patient pad, the grounding pad may heat and could result in tissue damage. Both the operating manual and patient pad decal have instructions to place all grounding pads footward away from the patient pad. Based on the potential to have compromised navigation, there was no device malfunction determined to occur based on the reported information. This is the only reported case of device-to-device interaction with a grounding pad in over 18,000 clinical cases with the envisio system.